Manufacturer narrative:
Corrections: patient identifier changing from (B)(6) to unk. (B)(6) . Additional information was received that there were additional healthcare workers (hcw¿s) who reported symptoms relating to the reported smoke/odor event and a separate complaint file was opened for each healthcare worker. Please reference the following related complaint files: hcw # 2: (B)(4)-- manufacturer report number: 2084725-2017-00583, hcw # 5: (B)(4)-- manufacturer report number: 2084725-2017-00584, hcw # 11: (B)(4)-- manufacturer report number: 2084725-2017-00585, hcw # 12: (B)(4)-- manufacturer report number: 2084725-2017-00586, hcw # 16: (B)(4)-- manufacturer report number: 2084725-2017-00587, hcw # 17: (B)(4)-- manufacturer report number: 2084725-2017-00588, hcw # 18: (B)(4)- manufacturer report number: 2084725-2017-00589, (B)(4) reported the odor/smell malfunction -- manufacturer report number: 2084725-2017-00529 asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the odor/smell/haze and system risk analysis (sra). ¿ the DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. ¿ trending of the haze/mist/vapor issue was reviewed for the past six months (january 2017 to july 2017) and no significant trend was observed. ¿ the sra shows the risk for exposure to toxic or corrosive material to be "low." ¿ no functional analysis was performed as the parts were not available for return. The assignable cause of the odor/smells is the catalytic converter, oil mist filter, vacuum pump oil and oil return valve. The field service engineer replaced these parts and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
Additional information about the health care worker's (hcw) symptoms, medical treatment and recovery status have been received: the hcw had the following symptoms: respiratory reaction ¿ dry mucous which lasted 5 hours. Eye reaction ¿ red eyes which lasted 5 hours. Other reaction ¿ headache and dry throat which lasted 10 hours. It was noted the hcw received medical attention and was treated with ¿paracetamol¿ for her symptoms. Paracetamol is also known as acetaminophen, and is an over-the-counter (otc) medication to treat headaches. It was also noted the treatment recommended for the hcw was to ¿take a shower and paracetamol¿ (otc). The hcw has no known allergies, and lastly the status of the hcw was noted ¿she is good now¿. Based on the new information received in the complaint, the event was not serious and resolved with otc medication, and the hcw is reported to be ¿good¿. There is no report that medical or surgical intervention was required to preclude a permanent impairment of a body function or permanent damage to a body structure; however, this event continues to be reportable as a malfunction subsequent to a serious injury.

Manufacturer narrative:
An asp field service engineer (fse) was dispatched to the site. The vacuum pump oil, the catalytic converter, oil mist filter and the oil return valve were replaced to correct the reported odor/smoke issue. Unit meets specifications and was returned to service. (B)(6). (B)(4).

Event description:
A customer reported an event of a "smoke smelling like oil" emitting from the sterrad® 100s sterilizer. One healthcare worker (hcw) experienced a reaction of throat irritation. Advanced sterilization products (asp) has requested additional information regarding this event, but has received nothing further to date. This event is being reported as a malfunction report subsequent to a serious injury.